Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced infection. The patient reported that the implantable pulse generator (ipg) didn't work and was explanted. No further patient complications have been reported as a result of this event.